Manufacturer narrative:
We have contacted the initial reporter to request additional information. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a supplemental MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient was implanted with the hernia mesh product, bard composix mesh. On (B)(6) 2009 - the hernia mesh was explanted. The attorney alleges permanent injury, medical treatment, defective mesh and explant.